Event description:
It was reported that, during reprocessing, the colono videoscope tested positive on (B)(6) 2026 for 22 colony forming units (cfus) of staphylococcus warneri and staphylococcus sp, micrococcus luteus/lylae and brevibacillus centrosporus. The device was retested on (B)(6) 2026 for 9 colony forming units (cfus) of staphylococcus warneri and staphylococcus pasteuri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.